Manufacturer narrative:
(B)(4). Date sent: 9/12/2025. D4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the reason for converting the surgery to open? What type of harmonic was used during the open portion of the surgery? Were they unable to remove the enseal from the trocar? What is the patient¿s current status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hernia repair the surgery begins normally, trocars are placed, and the shears is connected without any problems. After approximately 30 minutes of surgery, the doctor indicates that the jaw is bent. This is observed on the tower screen and the doctor is right; when the jaw is opened, a small separation is noticed, which causes the device to bend when the jaw is closed. The device works well, sealing and everything. However, the doctor mentions that he cannot work with the clamp like this since it is complicated for him to use it. The surgery is converted to open surgery, and the doctor is given a harmonic to complete the surgery since the hospital did not have another enseal shears to change it. The doctor completes the open surgery with the help of the harmonic.

Manufacturer narrative:
(B)(4). Date sent: 11/12/2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: what was the reason for converting the surgery to open? The reason was that the doctor could not clearly see the point he wanted to reach, and the space inside the cavity was very small and did not give him a good view. What type of harmonic was used during the open portion of the surgery? The harmonic used during open surgery was a harh36. Were they unable to remove the enseal from the trocar? If the enseal could be removed from the trocar, the only problem was that the tip of the forceps kept coming off the shaft; this was what prevented the doctor from working properly. What is the patient¿s current status? The patient's condition is good; there were no major complications. Corrected data: h1, h6 health effect - clinical code. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.